Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on 02/27/2015.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(6) 2014 to (B)(6) 2015) did not observe any significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter did not exhibit an odor during the functional test cycle. However, it did not pass the updated test plan. The assignable cause of the odor/smells issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.